Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The exact age of this pt is not reasonably known to dexcom. The pt's age has been estimated to be (B)(6) based on narrative info contained in the pt's complaint file. (B)(4).

Event description:
Pt's physician contacted his technical support on (B)(6) 2011 to report that pt experienced an inaccuracy in cgm readings during an extreme low (cgm 78 mg/dl, bg 39 mg/dl). Pt became disoriented, and paramedics were called. Paramedics treated pt by administering a glucose IV. Pt recovered and was fine at the time of her physician's call to dexcom technical support.